Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was intermittently resetting during a pulse test. The cause for the failure was isolated to low output from processor u1 on the monitor c/a board. The root cause for the defective u1 component could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting intermittently during a pulse test. The last patient to use this monitor did not report any deficiencies.